Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine generator change. Device interrogation revealed no sensed p waves and a high atrial threshold. The patient had a history of atrial fibrillation and atrial standstill. A new atrial lead was used to map the atrium and placed in an alternate spot from the initial atrial lead. The patient was in complete heart block at time of implant. The existing atrial lead was capped and replaced. The patient was stable.